Event description:
An ipp device was implanted, date not indicated. The ipp device was removed from the pt, reason not indicated. Another device was implanted. Another device was implanted. Co has requested add'l info.